Event description:
According to the reporter, during rinsing with normal saline (non-dialysis period), a hole and fluid leakage was found in the transparent silicone hose near the adapter. The catheter was not repaired and no cleaning agent was used on the device. Tego was not utilized, there was no luer adapter issue, and the insertion site was not treatment prior to product placement. The clamp was not moved p eriodically and there were no other products being utilized with the device. Replacement was made to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Additionally a photograph of the device was received. The visual inspection of the returned photo noted: the hub, extension tubes, clamps, red and blue luer adapters are in view on a wood surface. The visual inspection of the returned product noted: the red port, blue port, clamps, bifurcate and cannula appeared intact. The guide wire was not received. A functional evaluation found that a test guide wire was used and passed through both lumen with no occlusion. The distal end of the cannula was clamped and a water bath test was performed, air bubbles were detected in the middle of the extension tube on the blue port side. A small hole was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the hole in the extension tube may occur when contact is made with a sharp surgical instrument during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preoperative examination/flushing with saline irrigation, a hole and fluid leakage was found in the transparent silicone hose near the adapter. The catheter was not repaired and no cleaning agent was used on the device. Tego was not utilized, there was no luer adapter issue, and the insertion site was not treatment prior to product placement. The clamp was not moved periodically and there were no other products being utilized with the device. Replacement was made to resolve the issue. There was no patient involvement.